Event description:
The customer reported that during use of this suture hook in an arthroscopic shoulder procedure, the tip broke in the pt's joint. The tip was retrieved without pt injury or surgical delay. A follow-up x-ray showed no metal inside the pt's shoulder.

Manufacturer narrative:
Investigation results: conmed linvatec did not receive this device for eval because it was discarded by the user facility; however, the facility provided a photo of the device with broken tip. This suture hook is a limited reuse device and the number of uses for this unit is not available. The root cause of this failure was unable to be determined. The information for use (IFU) provides the following warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.